Event description:
It was reported to philips that during the operational check, the device freezes and can not be shut off unless the battery is removed from the device. There was no patient involvement.